Event description:
Through an obituary search, a company representative found that the patient passed away on (B)(6) 2016. Attempts for additional relevant information were unsuccessful to date. Death certificate containing the cause of death cannot be requested per state law. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.